Event description:
Healthcare professional reported left side "suspected" deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "suspected implant rupture". Healthcare professional later reported deflation and "dull pain". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the device. As per the investigation procedures creases, particles and wear particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "suspected implant rupture". Healthcare professional later reported deflation and "dull pain". Healthcare professional additionally reported "during explant surgery it was found that the left side implant valve was malfunctioning and not sitting properly". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the device. ¿ valve leak and/or damage: not observed. As per the investigation procedures creases, particles and wear particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.